Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked. Reportedly, the contact was unsure how the screen became cracked. Customer's blood glucose was 85 mg/dl. Reportedly, customer continued to use the pump for insulin therapy